Manufacturer narrative:
A follow-up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
During failure analysis, the reported event heat was confirmed with the universal high torque drill which was being used with the attachment when this event occurred . The drill had corroded internal components. Corrosion will increase friction between the components, potentially causing heat generation. The drill was repaired and returned to the customer, while the u2 drill perforator chuck was scrapped at the manufacturer due to a lack of lubrication causing the gears to seize, which can cause vibration to occur.

Event description:
It was reported that the u2 drill perforator chuck was being used with a universal high torque drill in a tumor craniotomy procedure when it heated up. The procedure was completed successfully with the use of a back up device. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the u2 drill perforator chuck was being used with a universal high torque drill in a tumor craniotomy procedure when it heated up. The procedure was completed successfully with the use of a back up device. There were no patient or user injuries, and no adverse consequences.